Event description:
Per the clinic, the patient experienced an infection (mrsa) which was treated with IV antibiotics. Was hospitalised for 2 weeks, discharged and re-hospitalised whereby the device was explanted. The device analysis report is attached.

Manufacturer narrative:
This report is submitted on july 4, 2022.